Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer¿s blood glucose level was 223 mg/dl. The customer reported that insulin pump while trying to bolus then went blank. It was reported that the button continues to scroll without input. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. However, insulin pump had unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing.